Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance. The impedance measurements had been variable over the former month. A lead revision procedure was scheduled. The rv lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.